Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration did not work for the vitrectomy cutter before cataract/vitrectomy combination surgery. The surgery was completed on the same day after replacing the product with another one. No patient harm was reported.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray with other items. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the welded cap. The probe was then functionally tested for actuation and aspiration. The sample was found conforming for actuation and was non-conforming for aspiration. The probe sample was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at one location along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire entered into the aspiration path but stopped halfway through the extension tube. Solid material is blocking the aspiration path and cannot be removed for further evaluation. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe sample had an aspiration issue. The exact cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause of the foreign material in the aspiration path cannot be determined from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).